Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced multiple falls. X-rays were taken and confirmed the lead fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.